Event description:
It was reported that during a lap sigma procedure, the instrument cut but did not staple completely. The surgeon overstitched by hand to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.